Event description:
It has been reported to philips that system would not boot up. The system was not in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting up. Upon inspection, fse determined that the drive lights were not lite on the flexvision pc. The fse replaced the flexvision pc and reloaded the software. After replacement of the flexvision pc and reloading of the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.